Event description:
It was reported that the zimmer air dermatome was not harvesting a good skin graft. Additional clinical follow up with the customer indicated that they were not able to obtain any information about the reported event.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/30/2007 and has no repair history at zimmer surgical. Evaluation of the device observed that the head, control bar and neck piece were damaged. Prior to repair, the device was out of calibration at the zero thickness settings on the right side and the side to side calibration. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.